Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. No pieces were left in the joint.

Manufacturer narrative:
Alleged failure: the surgeon deployed 4x cinchlock ss anchors (cat02462) into patient. Two of the anchors failed. I believe they failed because the sutures broke through the anchor. Neither of the anchors pulled out of the bone. Update 17 november 2020: 30 minute surgical delay. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) incomplete lever actuation, 2) excessive force applied to suture, or 3) user not familiar with device use. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during the procedure. No pieces were left in the joint.